Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the bottom case tamper seal was broken, and the top right case was cracked. A review of the event history log found a battery communication timeout and a check clutch plunger error. During the functional testing, the battery communication timeout error was found during start up. The battery will not hold a charge and the values remain at zero. The sticking clutch issue was unable to be duplicated. The root cause was found to be normal wear of the battery. The most probable cause for the check clutch plunger error is due to the lead screw, both clutch halves and clutch spring intermittently not operating optimally as a result of customer use. The battery, lead screw, clutch halves and clutch spring were replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported, that the pump has a battery communication timeout error. And not charging. And the clutch keeps sticking. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.